Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device's ac power indicator led is not working. There was no patient involvement.

Manufacturer narrative:
Report originally submitted with cfn# 1218950; the correct cfn# is 3030677.

Event description:
It was reported to philips that the device's ac power indicator led is not working, the device had a red x, and was chirping. Clarification was provided that there was no problem with the ac power led nor with a red x and chirping. Rather, the defibrillator experienced a faulty non-invasive blood pressure (nibp) module. There was reportedly no patient involvement.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device had a red x and was chirping. There was no patient involvement.